Event description:
The 2 screws that secure the heater bracket on the lower front of device become loose (no loctite on threads), causing potential for rotation of heater/pole and for patient circuit to become disconnected.